Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. No issues were found that would require escalation. A device service history cannot be performed because the serial number was not provided. A DHR review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Bio med pm an 8100 and passed with rate accuracy at 12g reading. When hospital ran unit accuracy was at 10g. Asked bio med if he and the hospital used rate accuracy sets when doing pm. He said they did not. Informed that the difference in readings can be caused due to not using the rate calibration sets. Bio med will order sets.